Manufacturer narrative:
A manufacturer representative went to the site to service the system. System servicing revealed that the system was operational after force charging the batteries and verified full charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after being plugged into a known working outlet, the batteries are not charging. No patient was present.